Event description:
It was reported that there was no output, atrial and ventricular lead impedance readings were undefined, and there was sensing difficulty. It was noted that the patient had been experiencing shortness of breath over the past several months. It was initially thought that both a and v leads had fractured. However, during the revision, it was determined that both leads functioned normally, and the device had failed. The device was explanted, and both leads are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) preliminary analysis confirmed the no output condition in both atrial and ventricular channels, and also revealed no telemetry. Further analysis revealed that the no output and no telemetry conditions were the result of lifted output bondwires. (B)(4) was reported that there was no output, atrial and ventricular lead impedance readings were undefined, and there was sensing difficulty. It was noted that the patient had been experiencing shortness of breath over the past several months. It was initially thought that both a and v leads had fractured. However, during the revision, it was determined that both leads functioned normally, and the device had failed. The device was explanted, and both leads are still in use. No patient complications were reported as a result of this event. (B)(4).